Event description:
Customer reported having issues with lost sensor. During troubleshooting it was noted the cannula was missing on the sensor. Customer's blood glucose was 196 mg/dl. Customer does not recall any significant events that may have caused the issue. Customer was advised to speak to doctor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.